Event description:
Foreign body from aptus sheath. Event occurred during the procedure. The customer stated, I used the sheath to cannulate a fevar sma stent which needed relining, during the case we noticed a thin round radiopaque foreign body on our working wire, this was the same diameter as the aptus sheath (approx 1-2mm in diameter). We presume it to have come from the sheath tip. We managed to aspirate this back into the aptus and remove the aptus from the patient. The foreign body did not seem to exit the sheath when we flushed it on the bench but was seen possibly lodged in the aptus sheath tip. We could not remove this from the sheath tip and so we cut the sheath tip off with a scalpel to see if we could get it out that way, but we couldn't, what we saw lodged inside was possibly just the inner sheath material. We did not find this foreign body in the end but are fairly sure we removed it from the patient. No patient harm. Product only an accessory product to gain access for cannulation. Treatment still received. Treatment provided to patient (B)(6) 2026. Physician stated product fault. Event details for sheath tg0655509 6.5f 9mm 55cm model number: tg0655509 serial or lot number: (B)(6). Device returning. On (B)(6) 2026 the customer reported there were no patient effects known and they believe the foreign body was removed from the patient. I am collecting this device for return tomorrow and will follow up about images or x ray.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.